Manufacturer narrative:
Device was left in patient and no revision occured or is planned at this time so no material will be returned to evaluate. Review of films corroborated the reported migration event. The implant was noted to have subsided into the upper endplate; it is not known if the subsidence resulted from or contributed to the migration. No information is known related to bone integrity or patient activity which may have contributed to the event. Labeling review: IFU review. "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation" implant left in patient.

Event description:
On "(B)(6) 2017" a (B)(6) year-old female patient underwent a 5-level procedure from l2-s1. The patient returned to the clinic for routine 6-week follow up and it was discovered via radiograph that the implant at the l2/3 level migrated posteriorly. The patient is currently asymptomatic and no action or revision is planned at this time.